Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 55 mg/dl following overnight correction dosing. The user managed the episode with fast-acting carbohydrates, and glucose values stabilized. No outside medical intervention was required.